Event description:
It was reported that an infection occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Continuation: product ID d334trg implanted: 2012-(B)(6); product ID 419488 implanted: 2007-(B)(6); product ID 5076-52; implanted: 2007-(B)(6). (B)(4).